Event description:
Medtronic sales representative reported via phone mail: "swelling around the area of vocal folds where emg tube comes in contact. Swelling on face where face mask was sitting. Pt required steroids and one additional day in the hosp."